Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reporting that the doctor was only able to get two MRI pictures, but they told the patient that not much had changed since the last one. It was reported that the patient was having increased pain in their legs which was why they were having the MRI. It was reported that the rep gave the patient new low density (ld) programming to cover their legs specifically. The patient stated they were happy with the stimulation pattern at the end of the appointment. It was stated that the cause of the patient being shocked during the MRI causing them to feel rattling in their chest, their legs to jump up and their leg to vibrate was not determined. The rep stated that the patient's doctor suggested it may have been a muscle spasm. They stated the patient was very anxious, and they usually sedated for mris. It was reported that at present the shocking issue from the MRI had been resolved as the doctor them they did not think it was due to the stimulator. It was reported that the patient weight (B)(6) at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having an MRI because they were looking at their disc because they were feeling pain. It was reported that the change in therapy/symptoms were considered to be sudden. The patient stated that about 30 minutes ago they got shocked during the MRI. They stated that they did have the implant in MRI mode. The patient stated they felt rattling in their chest, like a vibration. The technician stated they could see the vibration on the picture. The patient stated that their whole right leg jumped up. The patient stated they had an appointment with their doctor today at 1:00 and will discuss the issue. The event occurred on (B)(6) 2018. Additional information was received from the manufacturer representative (rep) later the same day, reporting that they were on their way to see a patient now. They stated the patient had felt a jolt and the sensation was causing their leg to vibrate. It was reported that the patient was on their second scan. It was reviewed with the rep to check the system integrity and to palpitate along the system to see if that elicits any sensation. The rep also inquired if the scan was within specifications. No further complications were reported/anticipated.